Event description:
Reporter stated that infusion set tubing broke where the tubing connects with the luer lock. Patient's blood glucose was 415 mg/dl, and self-treated by changing infusion set and performing a bolus.